Manufacturer narrative:
Correction added to a1: the correct patient initials is (B)(6). B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated meropenem injection (500mg, twice a day, intravenous, ongoing) and amikacin injection (125mg, once daily, intravenous, ongoing) for peritonitis. Four days after the event onset, pd therapy was temporarily discontinued. Five days after the event onset, the pd catheter was removed due to peritonitis and the patient was transferred to hemodialysis (re-catheterization was not planned yet). The patient was discharged from the hospital 11 days after the event onset. At the time of this report, the patient was recovering from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered five days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.